Event description:
Initially it was reported in 2022 that the user has no hearing benefit with the device due to a brain tumor. There was no allegation against the device. The clinic also needs to explant the device in order to treat the brain tumor. According to information received imaging showed the electrode array to be extra-cochlear. Furthermore an infection was diagnosed. The user was reimplanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the recipient was explanted due to no hearing benefit with the device due to device unrelated medical reasons, namely brain tumor. Reportedly the hearing performance with the new device is still unsatisfactory. In addition, a complete insertion was not achieved at implantation surgery. In addition, four channels migrated post-operatively out of cochlea. This is a final report.

Event description:
Initially it was reported in 2022 that the user has no hearing benefit with the device due to a brain tumor. Per internal registration card, cause of deafness was due to a tumor and treatment with ototoxic drugs. No ossification was noted at implantation there was no allegation against the device. The clinic also needs to explant the device in order to treat the brain tumor. According to information received imaging showed the electrode array to be extra-cochlear. Furthermore, an infection was diagnosed. The user was reimplanted.